Manufacturer narrative:
One device was returned for repair with complaint that the device has a ripped/bubbled downstream occlusion (dso) seal. Review of event log found no errors related to the complaint. Device had not been received for service previously. Complaint was confirmed during visual inspection. Found degraded dso seal. Dso seal was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a ripped/bubbled downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.